Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, number 8 soft key is stuck, which was experienced and confirmed during evaluation. Evaluation found the #8 key was inoperable. When any of the remaining functional keys are pressed an automatic output of the #8 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 18 will be displayed, alphabetically: when the "abc" key is pressed, av will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump's "number 8 soft key is stuck." It was also reported there was no patient involvement.